Manufacturer narrative:
The reported event of introducer leakage was not confirmed. Leak testing was performed with and without 8f lab catheter inserted and no leakage was observed. No visible abnormality was observed on the sheath body. The internal components were examined and found to be in good condition. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use with a (B)(6) year-old male patient of this introducer there was approximately 30 to 50 ml of blood leakage observed from the hemostasis valve. After replacing to a new sheath, the issue was solved. The new introducer was placed by removing everything and starting the procedure from the beginning using new stick. There was no allegation of patient injury. The product was available for evaluation.